Manufacturer narrative:
Concomitant medical devices: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) system pocket drainage and pocket fluid was noted. The crt-d system was explanted and replaced due to infection. The patient treated with antibiotic solution. No further patient complications have been reported as a result of this event.